Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, device and patient information. The device was not returned and the lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: filter basket entanglement and detachment. Time of malfunction: during procedure. Symptoms/ae: surgical removal of device. It was reported that during an internal carotid artery stenting procedure, the filter entangled with the stents and the basket detached from the wire. The filter had been properly placed and two rxacculink stents were successfully implanted in the long lesion. After the second stent was implanted proximal to the first stent and the stent delivery catheter was removed, the shuttle sheath prolapsed into the aorta pulling the accunet filter down into the most distal stent. The filter could not be retrieved with the recovery catheter or by pushing the net out distally with a coronary balloon. With each attempt, the filter moved proximally in the stents. Another recovery catheter was used and caught on the edge of the proximal stent. At that point the filter wire was pulled down, in a retrieval attempt, and the basket detached along the guidewire. The patient underwent endarterectomy and the filter basket, wire, and both stents were surgically removed. There was no adverse patient sequela. Though requested, no additional information was provided.